Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was returned to the manufacturer for evaluation. The photos shows one opened packaging inner tray of MRI powerport. One of the corner sealing area of the tray was highlighted in the photo. A small segment of a partially deformed/flattened catheter was found inside the tray. Depth marking "45" was visible in the catheter segment. Therefore, the investigation is confirmed for the reported material separation and identified deformation issues. However, the investigation is inconclusive for the reported device damage prior to use issue as the provided photos are not sufficient to confirm the issue and the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation of a port placement procedure, tip of the catheter was ruptured into halves, with one piece inside the box and the other stuck in the slot. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The procode and 510k number for the powerport implantable port products is identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during preparation of a port placement procedure, tip of the catheter was ruptured into halves, with one piece inside the box and the other stuck in the slot. The procedure was completed by using another device. There was no patient contact.